Event description:
Healthcare professional reported a patient with a lap-band access port kit experienced "redness around port and [patient was] placed on levaquin." Patient was instructed to "put warm compress to area. Has not been in since." The port remains implanted.

Manufacturer narrative:
(B)(4). The product associated with this report has not been returned as the device was not explanted. Based upon the implant date and connector type provided by the reporter, the connector type is assumed to be a rapidport ez strain relief. Further information has been requested by allergan regarding the serial number and event. Irritation/inflammation is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: patient self-adjustment of superficially placed access ports has been reported. This can result in inappropriate band tightness, infection and other complications. Infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated. The material in this device has been shown in biocompatability studies to cause slight irritation in intramuscular implantation in animal models.